Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit power up properly after battery installation. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit also passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. During download history review no relevant alarms confirm in download history files around event date to confirm complaint code. However, pump error 53 was recorded after the event date on 04/19/2025 23:48:29.000-hour. File number: 2005 line number: 5632. Per software engineering log pump error 53 was cause by an error due an unstable power to the rf chip. Isolated to electronic assembly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was received with scratched case. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. However, pump error 53 was recorded in download history files. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported not being confident in the pump to use. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for general documentation. No harm requiring medical intervention was reported. Mmt-1780kl was requested, and the device was returned for analysis.